Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for 3 weeks having problem with remote. Pt states when gets to 100% says poor recharge quality and when this happens sitting still and not moving and will say poor charge quality and has to unplug wait 5 minutes and charges 3-4 minutes and then goes to the same message. Patient services specialist (pss) advised to reset and pt stated the remote has rattled since the day he was given the remote. Pt states sounds like rice is in there. No symptoms were reported. Additional information was received from the patient. Pt called back and stated that the replacement recharger (rtm) did not resolve the recharging issues. Pt did report that his controller has something loose inside of it since he received it post implant. Pt stated he mentioned it to the rep that was there post implant and rep told pt "not to worry about it". Additional information was received. Pt called back from number registered stating that they had received a controller and recharger (rtm) replacement. Pt said they were still having the same issues previously documented and also long recharging times. Pt said for the 3-4 weeks, it had been taking them 2 to 2.5 hours to recharge the ins 40% and then the controller battery drains completely. Pt said the rtm had been getting a little warmer over the last week. Pt did not notice any damage to the controller port. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the recharger 97755 intellis rtm (s/n: (B)(6), revealed no issues with the rtm charging the ins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.